Manufacturer narrative:
The customer reported that the battery failed to stay inserted. The unit was evaluated at philips and the failure was verified. Replacement of the battery latch resolved the failure. The unit passed all post servicing testing and was returned to the customer site.

Event description:
The customer reported that the battery failed to stay inserted.